Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with heterotopic ossification so the device was removed. No further information was provided.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and no photos were provided. Product information is not known. A device evaluation is unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to operational or patient factors. DHR review DHR review unable to be performed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with heterotopic ossification so the device was removed.